Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the gauze came off of the device. It was retrieved. Another device was used.

Manufacturer narrative:
(B)(4).